Event description:
Patient enrolled into the trial. Tia (new neurological deficit lasting more than ten minutes, but less than 24 hours) with distal embolization reported. Patient recovered without sequelae.

Manufacturer narrative:
Please reference MDR 2183870-2009-00002 for the spiderfx used in this procedure.